Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm if "ao4334" is the correct lot number?-unk. Was there any additional tissue damage as a result of searching for the needle piece?-unk. What is current condition of the patient?-the patient was discharged from the hospital smoothly. No further information is reported. Are there any photo available for visual analysis?-no photo currently. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if "ao4334" is the correct lot number? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Are there any photo available for visual analysis?

Event description:
It was reported that a patient underwent a cholecystectomy surgery on august 19, 2021 and suture was used. During the procedure, the needle broke 1mm away from the needle tail. Since the broken needle was relatively small, subcutaneous fat was thick, it was hard to find the broken needle in the subcutaneous parade. The doctor finally found the broken needle in the subcutaneous fat layer. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.